Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 12.5fr t/l hickman chronic catheter. Light usage residues were observed on the surface of the sample. The catheter terminated just distal of the tissue ingrowth cuff. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Tactile inspection of the sample revealed the presence of clamping impressions in the extension tubes but was otherwise unremarkable. Microscopic inspection of the sample confirmed that the distal end was cut with a sharp instrument but was otherwise unremarkable. Neither leakage nor any evidence of previous leakage was observed during investigation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported to the sales rep, that on (B)(6) 2016, leakage was noticed around the exit sit without leakage on contract injection. The catheter was surgically removed and replaced.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huan1706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep, that on (B)(6) 2016, leakage was noticed around the exit sit without leakage on contract injection. The catheter was surgically removed and replaced. No further details are available on event and patient.